Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered ventricular pacing during blanking period due to premature ventricular contraction (pvc) that resulted in ventricular tachycardia (vt). It was noted that anti-tachycardia pacing (atp) converted the rhythm. Technical services (ts) provided assistance and it was noted that patient management would be strengthened due to medication noncompliance. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.